Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the doctor did not report the event or complain about the issue. They did not allow the rep to troubleshoot. The information was found because they saw another manufacturer's programmer in the operating room for a case. The patient was explanted by the surgeon because their rc "kept turning off" and when it came back on they felt an uncomfortable surge. They were told it was the patient's 2nd rc. The rep did not know the patient nor did they call on the doctor. They were at a place outside their territory. The only reason the patient had surgery at their territory was because of a problem at another operating room. They informed the rep there, who was also not aware of the patient's issues. The patient's rc was explanted and the surgeon implanted another manufacturer's device. The doctor reported the impedances were normal but no details nor values were given. They did not have any more info nor were they able to gather any more from the surgeon. Best to contact doctor for details and odd situation. The rep did tell the doctor the situations need to be reported and troubleshot to see if any cause of the issues could be found. Also to have the device sent back for analysis. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient had their ins removed on 8/2/2018 and was wondering what to do with their recharger and programmer. The patient stated that they still had their previous leads, but a new manufacturer's ins implanted. The patient stated they had an x-ray of the leads, there were a few kinks, but the doctor said that was normal. The patient stated the ins was removed because for about a year the ins occasionally kept turning off. More frequently in the last 3-4 months. The patient stated they had a history of being very hard on the ins because they had high setttings so that's why they tried a rechargeable ins. The patient stated they were having a problem with an electrode about 5-6 years ago because of a recall. The patient said they would see if the doctor wanted their equipment. It was also reported the patient had a loss of therapy. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID 3389s-40 lot# (B)(4). Product type lead medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.